Event description:
It was reported that during an implant attempt, the left ventricular lead was not appropriate due to the patient anatomy. The lead was not implanted, and another lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that there was blood/body fluid (not obstructed) on all conductors.